Event description:
A customer contacted beckman coulter inc., (bci), regarding free t4 (frt4) results, above the normal reference range, generated by the unicel dxc 600i synchron access clinical system for two patients. The original frt4 result of 1.33ng/dl for one patient and a result of 1.55ng/dl for 2nd patient did not match the patients' clinical picture. The samples were not available for repeat testing. The frt4 results were reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc data has been within the customer's established ranges. A system check was performed on (B)(6) 2011 and met specifications. Service was not dispatched for this event. No clear root cause could be determined for this event. Patient 2 information: patient is a (B)(6) female.